Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Family member reported that for the past year the patient's stimulation will unexpectedly turn off. Caller said that this has happened when the patient is sleeping and also during the day. The caller said that the patient will feel like she is "on fire" (he said that is how the patient describes her pain) and then realize that her stimulation turned off. Caller confirmed that the ins is charged when this happens. No patient symptoms were reported. Caller was redirected to the healthcare provider (hcp).